Event description:
It was reported to physio-control that the display on the customer's device went blank during a training session. The leds on the device remained on. The customer immediately powered off the device. During evaluation of the device¿s keylog files and the downloaded device data, physio-control observed that the device had powered off and on automatically. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device but could not reproduce the reported issue. Proper device operation was observed through functional and performance testing. Following evaluation, the device was returned to the customer for use.